Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy titled ¿hamstring autograft anterior cruciate ligament reconstruction utilizing an all-inside technique with and without independent suture tape reinforcement¿. The study reviewed one hundred eight (108) patients who underwent anterior cruciate ligament reconstruction using arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-six (26) month follow-up period, two (2) patients required revision surgery, and three (3) patients required additional operation. Ref: parkes, c. W. Et al. Hamstring autograft anterior cruciate ligament reconstruction using an all-inside technique with and without independent suture tape reinforcement. Arthroscopy 37, 609-616, doi:10.1016/j.arthro.2020.09.002 (2021).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.